Event description:
It was reported that during a ventricular tachycardia (vt) episode, it was noted that this implantable cardioverter defibrillator (ICD) had not delivered anti-tachycardia pacing (atp) pacing as expected. Boston scientific technical services (ts) reviewed data from the device and explained that therapy appears to have been withheld due to the way the device is currently programmed. Ts indicated that a rhythm that starts gradually and is stable, just like in this case, will inhibit therapy delivery as it is more likely to be a sinus tachycardia. However, it was discussed that is difficult to see the device decisions in the reports. Reprogramming options were provided. No adverse patient effects were reported. The device remains in service.